Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was a heart attack. The caller stated that the customer had heart failure, pulmonary hpn, and a cardiovascular infarction that may have led to the customer's passing. The customer¿s blood glucose was 466 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The insulin pump had been disconnected within 48 hours prior to passing. The customer was using sensors. The caller declined to return the insulin pump for analysis.